Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation of stenosis was unable to be confirmed. Manufacturing records were unable to be reviewed as no serial number was provided. Based on the information received and without product evaluation, a definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through a literature article "cracking the ring of edwards perimount bioprosthesis with ultrahigh pressure balloons prior to transcatheter valve in valve implantation" author: d. Tanase, et al. Published on international journal of cardiology 176 (2014) 1048-1048. In the context of this article 3 patients with an edwards perimount 19mm implanted in pulmonic position presented with stenosis after unknown implant duration. This report captures case number 2 of patient was (B)(6) y/o, with tetralogy of fallot required transcatheter valve replacement due to stenosis, implant duration unknown. Before tavi, the ring of the valve was cracked with a high pressure balloon in order to allow high diameter (from 17 to 22mm) of the new valve. A non edwards valve was implanted with good result.